Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing. No inappropriate therapy has been delivered to the patient and the physician is unable to reproduce the oversensing with noninvasive testing.